Event description:
Per march 2009, band 7, heft 1: german journal of foot and ankle surgery article. Allegedly there were 4 cases with plate breakages. Hardware was removed, patients healed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated, when the investigation is complete. This event occurred in another country. See scanned pages.